Event description:
While getting a vascular ultrasound study, this patient's defibrillator fired. He had no preceding symptoms such as palpitations, lightheadedness, chest discomfort or increased shortness of breath prior to the discharge. He stated the defibrillator then fired more times in rapid succession. Ems was called. The patient stated that unfortunately, the defibrillator fired several more times before the vt/vf therapy was turned off. This patient was admitted through the emergency room today with 18 inappropriate shocks related to fractured sprint fidelis electrode. The patient has a history of a remote myocardial infarction in 32 years ago. He has seven stents placed in the interval. He developed an ischemic cardiomyopathy and chronic systolic congestive heart failure requiring implant of an ICD 6 years ago. He had a generator replacement 3 years ago. The patient underwent surgery 3 days after this hospitalization: "extraction of his aicd, laser lead extraction of a fractured fidelis lead, attempted laser lead extraction of a previously unknown amputated single coil ICD lead, which was unsuccessful. The patient underwent implantation of a new aicd lead and generator, as well as ep study with periprocedural transesophageal echocardiogram (tee) performed. The patient's blood pressure remained quite low and therefore we started IV dopamine periprocedurally. He was transferred to the ICU in stable condition." The patient remained stable throughout his admission, and was later discharged home in stable condition.